Manufacturer narrative:
No sample or lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that knives regularly exhibit more cut resistance while making the first incision during surgery. Alternate knives have been obtained to continue and complete each procedure. No patient impact has been experienced. Additional information has been confirmed as unavailable.